Event description:
As reported by the user facility: event 5: it was reported that blood leaked around the pink hub. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). A picture of plastic bags filled with introcan catheters sealed in blister packages was returned. The reported defect could not be confirmed via the picture. However multiple confirmed complaints were reported against various lots of item 4252535-02 for the defect reported. Therefore, the reported defect of leakage is confirmed. Retained units were evaluated and failed. An approved project is in place to further address issues with leakage. This lot was created before the implementation of the project. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.